Event description:
During an in clinic follow up, a loss of capture and increased pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. No intervention has been performed at this time. The patient was stable and will continue being monitored.